Manufacturer narrative:
Device was used for treatment, not diagnosis. Device instrument and is an is not implanted/explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that while performing a l4/5 posterior instrumented fusion using expedium and interbody cage; the applicator shaft would not release from the implant. It had to be dislodged from the outer shaft. While trying to remove it, the applicator pulled out of the implant. A new implant and applicator instrument were used to complete the procedure. There was a report of ten minute delay. This report is 2 of 3 for complaint (B)(4).